Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. There were no consequences to the patient.